Manufacturer narrative:
Gyoten t, grimmig o, just s, fritzsche d. Surgical repair of an uncontrolled thrombus caused by the watchman device. Interactive cardiovascular and thoracic surgery 2019; 28:164-6. Date of event: unknown, therefore the date was approximated based article dates.

Event description:
Reported via journal article. It was reported that device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted in a patient. During a three month follow up transthoracic echocardiogram (tte), thrombus was noted on the threaded insert. The patient was treated with dabigatran for 3 months, the thrombus continued to progress. The watchman face was completely endothelialized, except for the threaded insert which the thrombus protruded from. The surgical removal of the thrombus was electively performed utilizing sternotomy due to a strong adhesion between the pulmonary membrane and the thoracic wall. The laa orifice, including the watchman, was excluded from the la side using an autologous pericardial patch. The post operative course was uneventful.